Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration and an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient loses his body functions when the patient is out of pump medication. The event date was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-10. It was reported that the hcp had no idea about the complaint of the loss of body function that the patient experienced when he was out of pump medication as the patient never mentioned this, per the hcp. It was indicated that there was no device issue in relation to the report and that there was no ¿loss of body function¿ reported by the patient other than an increase of pain.